Event description:
Info received indicated the control buttons were not working on siderail.

Manufacturer narrative:
The hill-rom technician found that there had been fluid ingress on the left umc board and left ucm cable. He found that the left umc board and left ucm cable were corroded. He replaced left umc board and left ucm cable and the bed function to specifications.